Event description:
The company received a report where it was claimed that inflation line was torn. This was discovered during patient use where extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
Part number# 124-75 is not distributed in the u.s.; however, there is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k965132. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.